Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that drive support cap was flushed. The customer's blood glucose was over 600 mg/dl and at the time of incident it was 192 mg/dl and current blood glucose is 274 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with shot. The customer was neither hospitalized nor admitted for high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Device received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.